Manufacturer narrative:
(B)(4). The hp had changed out a bag and not the cassette during therapy, which is a user error. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) had changed out a bag during therapy and had not started over with new supplies. This occured in an attempt to troubleshoot an unrelated alarm on the homechoice (hc) device, during fill, while the patient was connected. The hp explained that they had changed out the heater bag and not the cassette, but then they also opened the cassette door to change out the cassette. The technical service representative (tsr) advised the hp to start over with new supplies and informed them that all of the supplies needed to be changed out. There was no adverse event indicated at the time of the report. No additional information is available.